Event description:
A power on reset (por) occurred following an x-ray. The patient was able to bypass the por and was successful in returning normal stimulation.

Manufacturer narrative:
(B)(4). Lead: model 3487a-33, lot# j0417719v, implanted: 2004 (B)(6), explanted: na. Lead: model 3998, lot# v704384, implanted: 2011 (B)(6), explanted: na. Lead: model 3487a-33, lot# j0417719v, implanted: 2004 (B)(6), explanted: na. Extension: model 748951, serial# (B)(4), implanted: 2004 (B)(6), explanted: na. Extension: model 748951, serial# (B)(4), implanted: 2004 (B)(6), explanted: na. Extension: model 3708240, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Adaptor: model 74002, lot# n218835, implanted: 2010 (B)(6), explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: model 7435, serial# (B)(4).